Event description:
Alarm is inoperable as is. On inserting sensor and batteries, the alarm gets super hot to an unsafe temperature. Also bad burning smell coming from alarm like it's on fire. Can't use for safety reasons. FDA safety report ID# (B)(4).